Event description:
Hospital staff attempted to perform a synchronized cardioversion, patient condition not reported. Reportedly the device would not charge. A back up device was made available and used to continue patient care. The reporter stated no adverse effects to patient due to device operation. Patient hospitalized at the time of the report.